Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation. The location of the devices is unknown. No additional information could be obtained.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7103823, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7105090, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) # (B)(4).